Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia preceded by late-evening hyperglycemia while using the ilet with a dexcom g7 and a steel 6 mm infusion set; an agent observed that meal announcements and subsequent algorithmic corrections appeared to contribute to overcorrection, and the user later performed a factory reset, reinserted a new cartridge and infusion set, paired a new cgm, entered weight, and resumed use. Symptoms included exhaustion during the hypoglycemic event. Outcomes included correction of the low with oral carbohydrates and completion of troubleshooting and education. Investigation included device setup review, review of glucose trends and user reports, and corrective guidance to reduce meal announcements and rely on corrective algorithm dosing. Investigation of this case revealed that the pattern of late hyperglycemia followed by lows was consistent with dosing mismatch and potential algorithmic overcorrection, with no specific device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.